Event description:
It was reported the customer had a constant tone on their insulin pump. Customer stated the constant tone persisted unless the battery was removed from the insulin pump. Customer's blood glucose was 103 mg/dl. The customer also reported the constant tone persisted after letting their insulin pump rest without a battery for two hours. The customer's blood glucose declined to 53 mg/dl at the time of the call. Customer treated their blood glucose with juice. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test and displacement test. The insulin pump buttons all responded properly and no frozen displays or audio anomaly was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.